Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Part number: 338.20, synthes lot number: 7918942: release to warehouse date: march 17, 2015. Manufactured by (B)(4). No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a dynamic hip screw (dhs) hip fracture surgery on (B)(6) 2016, the threading of a quick coupling screw broke off and remains inside the lag screw. The breakage was not noticed until the lag screw was fully inserted and the coupling screw was being taken out. Approximately 90% of the threading on the coupling screw broke off at unknown locations. The surgeon was able to fully remove all the broken pieces and complete the procedure. There was a forty-five to sixty (45-60) minute delay. The surgery was completed and the patient outcome was good. This is report 1 of 1 for (B)(4).